Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found a cracked tank cover, outdated pcb and power switch, faded line cord and old style front cover. Device tank was filled with water, temp check attached, plugged in line cord, and turned on power switch. The reported customer complaint has been confirmed as a result of a faulty pcb; problem source unable to be determined.

Event description:
Information was received that device is not heating up; heats up to only 22. Incident occurred during annual testing.